Manufacturer narrative:
Follow-up #1 10/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. The patient reportedly cleaned the pump with alcohol. The pump user guide instructs the user do not use household cleaners, chemicals, solvents, bleach to clean your pump. The user guide also instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive and difficult to push. The patient noted that the symbols on the up arrow and down arrow buttons were worn off. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with alcohol wipes. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.